Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported physical resistance could not be determined in this complaint; however, partial clip movement was due to difficulty removing the gripper line. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the difficulty removing the gripper line and clip movement. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, after retracting the gripper line (gl) approximately 5-20cm, resistance was met and the clip changed orientation on the leaflets. The gl was able to be completely removed by slowly retracting it. A second clip was implanted, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects.